Manufacturer narrative:
The device has been requested to be returned to intera for evaluation, but has not yet been received. The device history record for pump s/n (B)(6) was reviewed. There were no deviations or nonconformances pertaining to this serial number. The device met all functional and performance specifications prior to release. Upon completion of the investigation, a supplemental report will be filed. Blank information in the MDR form represents unknown information at the time of this report.

Event description:
Intera oncology received a report from a healthcare provider that an intera 3000 hepatic artery infusion pump s/n (B)(6) returned all of the fluid during refills. During the first attempted refill on (B)(6) 2024, there was fluid around the pump site. The physician drained the pump site and emptied and refilled the pump. All 30ml returned. The physician accessed the pump with the special bolus needle and flushed the catheter. On (B)(6) 2024 during the next planned refill, the pump emptied all 30ml of fluid. On (B)(6) 2024 during the next refill, the pump returned all 30ml. An arteriogram showed that the catheter is open and the physician was able to flush the catheter. The pump was explanted on (B)(6) 2024 and replaced with pump s/n (B)(6).

Manufacturer narrative:
The device was evaluated under test protocol. No flow was detected under test protocol, though all other functionality passed (pv, inadvertent bolus). The device was then analyzed destructively. The root cause was determined to be that the silicone sleeve was inserted into the bend of the flow tube during capillary insertion, blocking flow. Attributed to a manufacturing assembly error.